Event description:
On 2/2/98 pt was admitted with congestive heart failure. Pv leak was found. Pt also had a urinary tract infection and clostridum difficile positive. In 1998 the valve was explanted. Dehiscence of the posterior 1/3 of the valve was observed. No pannus, however "digestion of the surrounding tissue" was present. Another valve was then implanted. The pt expired due to acute renal insufficiency.